Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). (B)(6). (Aliquot tube used for immunoassays run on instruments 5 or 6). An evaluation is in process.

Event description:
The customer observed erratic ca19-9 results on the architect i2000sr analyzer. The following data was provided: initial 2185.1, repeats 1167.0, 1498.0, 1909.4, 1639.0, 1636.8, 2079.4, 1476.0 u/ml. There was no impact to patient management reported. No patient diagnosis or details were provided. Additional data details: initial ca 19-9 results were: 2185.1 on the primary tube and 1167.0 on the aliquot tube. The primary tube was run on instrument #6 ((B)(4)) and the aliquot tube on instrument #5 ((B)(4)) both the primary tube and the aliquot tube were re-run on both instruments. Repeat results for the primary tube: 1498.0 (instrument #6) and 1639.0 (instrument #5). Repeat results for the aliquot tube: 1909.4 (instrument #5) and 1636.8 (instrument #6). On 8/30/2015, a second primary tube was located in storage and retrieved and run on both instruments: second primary tube results: 2079.4 on instrument #5 and 1476.0 on instrument #6. Instrument 5 = architect i2000sr analyzer ln 03m74-02 sn (B)(4). Instrument 6 = architect i20000sr analyzer ln 03m74-02 sn (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.